Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure in 2025 and mesh was used. The needle was blunt. The device could not be inserted properly. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: one product of (B)(6) product code tvtoml lot number 3944915 was received. An investigation was performed on received product. The device was opened and manipulated as the original packaging was missing. The following items were returned: 1 needle, half of the mesh with prolene line, loop button, helical passers and lid. The blister pack, box and IFU are missing. Winged guide, needle and helical passers are surrounded with lot of visible organic material. A winged guide was returned with half of the mesh with prolene line and loop button. The tip of a needle is damaged by manipulated the product. Based to the evaluation, this complaint is not related to a manufacturing problem. The defect observed during the evaluation corresponds to the description of the event: (punt was bot). The complaint is confirmed, but it is not related to manufacturing. The product was conforming to specifications at the release. Events of this type are trended regularly, therefore this complaint is being closed to trending.